Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) migrated from the top of the patient breast to underneath the breast. It was further reported that the patient was experiencing discomfort. The device remains in use. No further patient complications have been reported as a result of this event.